Event description:
Pacemaker replaced for end of life. Lead capped because of sensing difficulties. Poor sensing noted at 2.5 mvolts which corrected at 1.25 mvolts. Lead impedance 109 ohms. Pacemaker was originally placed for symptomatic bradycardia in 1989.